Event description:
Caller reported an error with their continuous glucose monitor displaying error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support for resetting the pump, and after the reset, no further errors were shown. The customer successfully started their sensor session following the resolution.